Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was elevated and the bg level was address by using the pump. As the occlusions had occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.